Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the orange power lead (parts number h0000205) for 8015 pcu pumps have failed earth continuity. It was noted that there are exposed ¿earthed¿ conductive parts at the back of the device that according to the customer could become live and have no rcd protection. It was mentioned that there are multiple possible reasons observed when inspecting the lead: 1-the device end of the plug is secured onto the device through the cover, stopping the cable from being pulled out; 2-these devices are commonly on pole stands which could cause strain on the lead when being pulled away from the wall while still plugged in; 3-the earth wire within the plug looks to be the shortest between the 3 wires. This suggests that the strain from pulling the lead would be placed on the earth wire first, as the lead cannot be pulled away from the device. There was no reported patient involvement.